Event description:
Customer reported device =597 mg/dl. Customer went to the e.r.(ER) two hours later. ER device used by nurse =230 mg/dl. No treatment received. A request was made for return product and replacement product was sent.